Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the sterile packaging was noted to be open. When the nurse opened the box with the taxus express2 2.50x20 mm drug eluting stent, the sterile barrier bag was broken. This device was not used and the procedure was completed with another of the same device. No pt complications were reported.